Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. Upon troubleshooting, rse found that the touch screen at the control station had remained black, application had remained on the start-up sequence, the time count at 00:00 and keyboard switch at the control station did not respond within 5000 ms. This issue did resolve after third reboot. The system was monitored and the issue didn't reoccur. However, the rse sent an usb extension kit, along with the receiver box for the keyboard and mouse, to biomed for replacement. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.